Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;blood glucose levels dropped low to 66 mg/dl, after customer over bolused after dinner. The customer was monitored during the night, but no treatment was provided.